Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians were using medline syringes with alaris system. Medline syringes are currently not on the list of compatible disposables with alaris system. Per report, the device allegedly recognizes medline syringes as "bd" syringes". There was patient involvement, but outcome is unknown. The customer is requesting the manufacturer to add medline syringes to the compatibility list for alaris system. Bd has learned additional information from the customer. It was reported that there were no infusion inaccuracies.